Manufacturer narrative:
Correction to reports 2936999-2017-05067, covidien/medtronic reference number (B)(4). This event was already reported on MFR report #2936999-2017-00024, covidien/medtronic reference number (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information provided indicates that the sample is expected to be returned for analysis. If the sample is returned, a summary of the analysis will be provided in a supplemental report.

Event description:
Medtronic received a report that the cuff does not hold pressure even after performing several tests. It was reported that this was discovered during use and that the event led to aerial and bronchoaspiratory leakage of subglottic and oral secretions. Medtronic is following up to get more information about the circumstances surrounding this event.